Manufacturer narrative:
The concerned workstation consists of the cockpit c500 with a touchscreen as display-, input- and monitoring device and the ventilation unit v500. In the course of investigation, the device log file was analyzed. On (B)(6) 2017 at 3:48 pm the safety software of the device detected an internal deviation and initiated a reboot in an attempt to solve the problem. Other than reported, there was a warm start of the ventilation unit in addition to the restart of the cockpit logged at the reported time of event. During the reboot sequence the safety valve is opened in order to allow spontaneous breathing. This reboot is alerted to the user by the internal piezo speaker. The ventilation was being automatically resumed in the latest settings after successful completion of the warm start. During initial analysis of the device the cf card was replaced. Hardware testing of the card passed without any deviations though. The reported behavior usually correspondence with a potential malfunction of the pba (B)(4). As the customer has decided not to replace the pba (B)(4) as long as the device is running without any further deviations, it could not be investigated. As a result, the root cause of the reported behavior could not be finally clarified.

Event description:
The customer reported that the c500 cockpit restarted while the workstation was connected to a patient. The ventilator continued to function and an audible alarm was heard. No patient injury.